Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient received inappropriate therapy from the right ventricular (rv) lead due to noise. The rv lead had high impedance and an apparent fracture. The lead was replaced. No further patient complications have been reported as a result of this event.